Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having sensor issue and experiencing blood glucose versus sensor glucose differences. Customer's blood glucose was 82 mg/dl and sensor glucose was 100. Customer also experienced low blood glucose readings of 48 mg/dl. Caller was educated on calibration techniques. Customer was advised to monitor issue and to call back should problem persist.